Event description:
It was later reported the patient alerts triggered for the rv/svc coils having high impedance and had been reprogrammed. The patient reported having some dizziness and lightheadedness every once in a while. At a device check, provocative testing was done and no noise was seen, but the thresholds had increased from 0.75 volts to 1.25 volts. Due to the rv/svc alerts for the impedance being 72 to 119 ohms, the rv lead was capped and replaced.

Event description:
It was reported that the right ventricular (rv) lead superior vena cava (svc) and rv coils both had impedance spikes but on different days. The rv defibrillation and svc coils impedances were greater than 160 ohms and had ranged from 50 to 100 ohms. It was noted that with repeated measurements the impedances were measured at 55 and 74 ohms and that the rv pace/sense impedance was within normal limits. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6940 implantable tachy lead (B)(6) 2000. (B)(4).